Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 18 in the mouth, primary stability was not obtained in type IV bone. Clinician noted patient's soft bone. The site was unsuccessfully grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 18 in the mouth, primary stability was not obtained in type IV bone. Clinician noted patient's soft bone. The site was unsuccessfully grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 18 in the mouth, primary stability was not obtained in type IV bone. Clinician noted patient's soft bone. The site was unsuccessfully grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).